Event description:
Customer reported neonate pt results of 44 mg/dl on inform system 1 and 72 mg/dl within 10 mins on this device, inform system 2. Customer reported no pt symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch for report on inform system 1.